Manufacturer narrative:
(B)(4). Concomitant medical products: guide cath: 8fr jr4, 8fr xb3.5, crossboss. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The fielder xt wire referenced is being filed under a separate medwatch report. Date of event has been estimated. Attachment: article, left atrial inflow and outflow obstruction as a complication of retrograde approach for chronic total occlusion: report of a case and literature review of left atrial hematoma after percutaneous coronary intervention.

Event description:
It was reported that the rca was cannulated via retrograde access. With the corsair microcatheter support, a fielder xt wire was tried initially and then pilot 200 to antegradely cross the cto; however did not cross. During one attempt, the wire and corsair appeared to take an extravascular course. Angiography after this passage did not show any extravascular dye staining. The corsair with the fielder xt wire was then passed antegradely to the occlusion with a plan for antegrade subintimal dissection and re-entry. The fielder xt was exchanged for a pilot 200 wire, which passed subintimally for a short distance and then re-entered the lumen. Predilation was performed. Promus drug eluting stents were implanted from distal to proximal rca. The patient began to complain of left-sided pleuritic chest pain toward the end of the procedure. At 24hr post-procedure pleuritic pain, although still present, had diminished and discharge planning was started. Shortly before discharge, there was a drop in blood pressure and she complained of shortness of breath and cough. A small right pleural effusion and a large left atria (la) mass, suggestive of a hematoma, were observed but no pericardial effusion. Over the next 24hrs, the patient became more short of breath and chest x-ray showed worsening right pleural effusion. A chest tube was placed for 24hrs with marked improvement. The chest tube was removed on the 4th hospital day with no pleural fluid re-accumulation. Echocardiogram showed decrease in the size of the mass. Patient was discharged on the 6th hospital day. One week later, she stated that her dyspnea and pleuritic pain had completely resolved and improved from pre-pci. 1 month later the patient was asymptomatic with near resolution of the mass.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: no device was returned for investigation. From the provided information, the relation between the guide wire and corsair catheter, and the reported vessel perforation could not be determined. Since the products are all inspected during the production process for meeting the specifications and shipping criteria, there is no indication of a product deficiency. The warnings section of the instructions for use for the corsair catheter describes: the device must always be operated under high fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the devices into stenotic area, stent struts, and narrower vessels than the product. Abrasion may result in damage or rupture of the device, this may cause vascular injury and perforation, possibly leading to a life threatening adverse event.